Manufacturer narrative:
.

Event description:
The pt was getting successful chest pain and angina relief, had a loss of therapeutic effect, and started experiencing belly and leg stimulation. Reprogramming of the device did not prod adequate stimulation for the pt. An x-ray was taken (date and results not reported). The hcp suspected lead migration. Preoperatively all impedance configurations were within normal limits. The lead was replaced. Intraoperatively, the pt experienced good stimulation in the desired area using the screening cables. When the lead was connected to the existing extension and neurostimulator the pt again experienced belly and leg stimulation. The pt wasn't experiencing other adverse stimulation. Impedances were similar to those found pre-surgery. The hcp then explanted the extension and neurostimulator. The pt experienced adequate stimulation while trailing the new lead. A new extension and stimulator were implanted approx a week later.